Event description:
Healthcare professional reported left side pain, "excessive concerns" and seroma-late. Device has been explanted.

Manufacturer narrative:
Continued health effect - impact code 4: f1903continued phone number (e1): +55 31 98433-6241continued postal code (e1): 30160042a review of the device history record has been completed. No deviations or non-conformances noted.the event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, pain

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event seroma, pain and anxiety-product/procedure was reviewed on may 25, 2023. Visual analysis of the photographs identified: anxiety-product/procedure : unable to observe as it is a medical event that is not related to the device. Pain : unable to observe as it is a medical event that is not related to the device. Seroma : unable to observe as it is a medical event that is not related to the device. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Healthcare professional reported left side pain, "excessive concerns" and seroma-late. Device has been explanted.